Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient last charged the ipg around (B)(6) 2020, but later was unable to communicate with external devices and lost stimulation. To address the issue, the physician explanted the ipg and replaced it with a new model, which addressed the issue.